Event description:
Potential for injury associated with the pump on a 9805 hydraulic lift not holding weight and lowering after raising. This could create the potential for a user to fall from an elevated position.